Manufacturer narrative:
The complaint device was discarded by the customer therefore not available for a physical evaluation. This complaint cannot be confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. However the reported active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in the future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device discarded by the customer.

Event description:
Affiliate reported via email a 2mm metal piece fell into the patient and could not be removed. Metal piece stayed in the patient. Information received on 8/16/2017. The tip of the electrode (metal piece) fell into the joint. The surgeon realized this immediately but the metal piece could not be removed. Additional information was received from the affiliate 9/15/17. No procedural or patient anatomy factors contributed to the breakage. No surgical intervention was planned. A portion of the device active tip could not be removed and remained in the patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Affiliate reported via email a 2 mm metal piece fell into the patient and could not be removed. Metal piece stayed in the patient. Information received on 8/16/2017. The tip of the electrode (metal piece) fell into the joint. The surgeon realized this immediately but the metal piece could not be removed.